Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a bone screw used in laminoplasty therapy for neck pain. Levels implanted: c3-c7 it was reported that per the healthcare professional, when taking the screwdriver off the screw head, he believes that he may have torqued the driver and snapped the head off the screw in the driver. A fragment of the implant is remaining in the patient - a screw shank in c4 lateral mass. No additional surgery was required and an attempt to remove the implant was unsuccessful. No patient symptoms were reported. No further complications were reported/anticipated.